Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, a type iiib endoleak was detected. However, the exact date of event is unknown. The physician elected to treat the patient by relining with ovation ix devices (one (1) main body and two (2) iliac limbs) on (B)(6) 2019. The patient was reportedly doing well pre- and post- secondary procedure. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed at the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a 3b endoleak and 3a endoleak. The type 3b endoleak is most likely device related due to the use of strata material. The cause type 3a endoleak could not be determined with the medical records available for review. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: g1,2: contact office: name has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11, 22.